Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm and reproduce the system error 322. The evaluation has determined that the system error was caused by a failed upper and lower aux which have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.